Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1628c124ej; s/n: (B)(4); use by date: 05/20/2017; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm diameter abdominal aortic aneurysm. The patient had a aortic neck diameter of 22.6 to 26.8mm and a neck length of 10mm. It was reported that post procedure, a type ii endoleak was noted. It was noted that the aortic neck became aneurysmal over time and this led to migration of the device and a type ia endoleak. It was noted that due to these observations the device was explanted, a blood vessel prosthesis implantation procedure was performed and the event was resolved. As per the physician, the cause of the event was not related to the device but due to enlargement of the aneurysm due to a type ii endoleak. No additional clinical sequelae were reported and the patient will be monitored by their physician.